Event description:
It was reported that nearly six months post cardiac resynchronization therapy defibrillator (crt-d) system implant an infection was noted with vegetation on the leads. The crt-d system was extracted. Shortly after the system was removed the patient had a sudden drop in blood pressure and was being treated by anesthesia. An echocardiogram was performed which revealed a pericardial effusion. A pericardiocentesis was then performed however during this attempt the patient coded and was successfully resuscitated. Shortly after successful resuscitation, the patient coded again however this time resuscitation efforts were unsuccessful and the patient died. It was further noted that there was an excessive amount of bleeding noted at the pocket site which the physician suspected to be due to subclavian artery puncture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.